Manufacturer narrative:
An event regarding revision due to instability involving a triathlon insert was reported. The event was confirmed. Method & results: (B)(6) indicated: in-vivo service related damages included burnishing, scratching, third body indentations, delamination, yellow discoloration and deformation were observed. These are commonly identified damage modes on inserts. No evidence of manufacturing or material defects was observed on the returned tibial insert. Medical records received and evaluation: a review by a clinical consultant concluded: "device-related factors have no place in such instability scenario¿s and can from a practical point of view be excluded from the current failure scenario, despite the minimal information. Instability is a "soft tissue¿ problem that can be solved with metallic devices but their size, position and other geometry aspects all play the decisive role in this aspect and not the specific device properties related to manufacturing or materials composition." Device history indicated the device was manufactured and accepted into final stock with no reported discrepancies. The complaint history indicated that there have been no other similar reported events for the lot referenced. Conclusions: the exact cause of failure in this case, the balance between patient-related and procedure-related factors, cannot be substantiated in this case due to lack of proper information. More specific radiological information including clinical examination findings and/or retrieval analysis may all help further to solve this case. A CAPA trend analysis was conducted for the reported failure mode and concluded instability may result from other factors not necessarily related to the device. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Revised knee for laxity.

Event description:
Revised knee for laxity.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.